Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced atrial mode switching due to atrial oversensing on the lead. The patient reported shortness of breath and tachycardia. It was suggested the lead be replaced due to possible damage. The patient is currently being monitored.